Manufacturer narrative:
The customer received a replacement device. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not turn up with opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Section b5 executive summary has been update to accurately describe the customer issue, and associated device codes have been added. The device was returned to the stryker product assessment center for evaluation. The pac tech verified the reported issue. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not turn up with opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.